Event description:
The customer tested her blood glucose using her contour usb meter and received a reading of 52 mg/dl. She retested using another meter and received a reading of 172 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No product will be returned at this time.